Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm and no prime/fill anomaly noted during test. Device received with partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin squirt out instead of drip when priming. The customer's blood glucose was unknown. The insulin pump had hairline fracture on reservoir part of casing, when they changing reservoir a piece of plastic chip off from the reservoir, it had random no delivery alarm. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.